Event description:
The side rails would not latch upright due to damaged white spindle spacers and the side rails would not latch upright due to the toprails being broken at the spindle mount flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.